Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare professional used an 018 inpact drug coated balloon to treat a peripheral arterial lesion/stenosis in the left superficial femoral artery (mid segment) with a calcified target lesion measuring 150 mm in length and a vessel diameter of 6 mm. During the procedure, inflation difficulties were encountered and a pin hole leak in the balloon was noted. The device was safely removed from the patient, and the procedure was completed using a new 018 inpact drug coated balloon. The patient was reported alive with no injury and no health consequences or impact. No patient complications have been reported as a result of this event.